Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that discovered the issue replaced the scroll compressor and calibrated it successfully. A full pm was completed and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
During routine preventive maintenance (pm) of a cardiosave intra-aortic balloon pump (iabp) a getinge service territory manager (stm) discovered that the scroll compressor failed. No patient involvement or adverse event was reported.